Manufacturer narrative:
The lv lead was not returned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that this left ventricular (lv) lead dislodged. A revision was performed two months later and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.